Event description:
This unsolicited case from (B)(6) was received on 23-aug-2017 from a patient. This case concerns a female patient (age: not provided) who received treatment with synvisc one injection and the same day patient had right knee pain and swelling got progressively worse/ extremely swollen/ knee swelling/ knee blew up; later after few days was limping, couldn't stand at all; after 13 days patient had severe swelling of her whole right leg and tightness. No relevant medical history, past drug, and concurrent conditions were reported. Concomitant medications included stem cell therapy ((B)(6) 2017). On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (dose, indication, batch/lot and expiration date not provided) in the right knee (first time user). The same day, the patient experienced knee swelling and pain after the injection. On an unknown date in (B)(6) 2017 (a day or two later), few days after the injection, swelling got progressively worse, patient started limping and then couldn't stand at all. On (B)(6) 2017, patient went to hospital and had a x-ray on night. Patient was advised to see doctor. On (B)(6) 2017, patient saw doctor who took out some fluid. On (B)(6) 2017, 13 days after the injection, the knee was tight and extremely swollen. The knee 'blew up' with severe swelling of her whole right leg. Patient went to hospital and had another x-ray and confirmed that there was no infection. As of (B)(6) 2017, the swelling had become worse. The doctor had suggested cortisone injection but patient would like to speak to company first. Corrective treatment: not reported for all events. Outcome: unknown for right knee pain; not recovered for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Reporter's causality: not reported for severe swelling of her whole right leg and right knee pain; certainly for rest of the events seriousness criteria: disability for all events additional information was received on 24-aug-2017 from the patient. Gender of the patient was added. Concomitant therapy was added. Additional events of severe swelling of her whole right leg and right knee pain were added with details. Event verbatim was updated from swelling got progressively worse/ extremely swollen to swelling got progressively worse/ extremely swollen/ knee swelling/ knee blew up. Global ptc number was added. Text was amended accordingly. Additional information was received on 24-aug-2017 from the patient. Global ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2017: the follow up information received doesn't change previous case assessment. This case concerns a patient who received treatment with synvisc one and later started limping, could not stand at all and experienced swelling of right leg. The causal role of suspect product in occurrence of event cannot be denied due to significant temporal relationship and site of reaction. However, due to lack of information regarding underlying condition, medical history, details regarding correct injection technique and concomitant medication complete medical assessment of the case is difficult.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from a patient. This case concerns a female patient (age: not provided) who received treatment with synvisc one injection and the same day patient had right knee pain and swelling got progressively worse/ extremely swollen/ knee swelling/ knee blew up; later after few days was limping, couldn't stand at all; after 13 days patient had severe swelling of her whole right leg and tightness. No relevant medical history, past drug, and concurrent conditions were reported. Concomitant medications included stem cell therapy ((B)(6) 2017). On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (dose, indication, batch/lot and expiration date not provided) in the right knee (first time user). The same day, the patient experienced knee swelling and pain after the injection. On an unknown date in (B)(6) 2017 (a day or two later), few days after the injection, swelling got progressively worse, patient started limping and then couldn't stand at all. On (B)(6) 2017, patient went to hospital and had a x-ray on night. Patient was advised to see doctor. On (B)(6) 2017, patient saw doctor who took out some fluid. On (B)(6) 2017, 13 days after the injection, the knee was tight and extremely swollen. The knee 'blew up' with severe swelling of her whole right leg. Patient went to hospital and had another x-ray and confirmed that there was no infection. As of (B)(6) 2017, the swelling had become worse. The doctor had suggested cortisone injection but patient would like to speak to company first. Corrective treatment: not reported for all events outcome: unknown for right knee pain; not recovered for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). Reporter's causality: not reported for severe swelling of her whole right leg and right knee pain; certainly for rest of the events seriousness criteria: disability for all events additional information was received on 24-aug-2017 from the patient. Gender of the patient was added. Concomitant therapy was added. Additional events of severe swelling of her whole right leg and right knee pain were added with details. Event verbatim was updated from swelling got progressively worse/ extremely swollen to swelling got progressively worse/ extremely swollen/ knee swelling/ knee blew up. Global ptc number was added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2017: this case concerns a patient who received treatment with synvisc one and later started limping, could not stand at all and experienced swelling of right leg. The causal role of suspect product in occurrence of event cannot be denied due to significant temporal relationship and site of reaction. However, due to lack of information regarding underlying condition, medical history, details regarding correct injection technique and concomitant medication complete medical assessment of the case is difficult.

Event description:
This unsolicited case from (B)(6) was received on 23-aug-2017 from a patient. This case concerns a patient (demographics: not provided) who received treatment with synvisc one injection and later after few days was limping, couldn't stand at all and swelling got progressively worse/ extremely swollen and tightness after 13 days. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (dose, indication, batch/lot and expiration date not provided). On an unknown date in (B)(6) 2017 (a day or two later), few days after the injection, swelling got progressively worse, patient started limping and then couldn't stand at all. On (B)(6) 2017, patient went to hospital and had a x-ray on night. Patient was advised to see doctor. On (B)(6) 2017, patient saw doctor who took out some fluid. On (B)(6) 2017, 13 days after the injection, it was extremely swollen and tight. Patient went to hospital and had another x-ray and confirmed that there was no infection. No further information was provided. Consent to contact for follow-up was given. Corrective treatment: not reported for all events. Outcome: not recovered for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter's causality: certainly. Seriousness criteria: disability for all events. Pharmacovigilance comment: sanofi company comment dated 24-aug-2017: this case concerns a patient who received treatment with synvisc one and later started limping and could not stand at all. The causal role of suspect product in occurrence of event cannot be denied due to significant temporal relationship. However, due to lack of information regarding medical history, concurrent condition and past drugs complete medical assessment of the case is difficult.